Event description:
It was reported that a patient received an alert for possible high voltage lead issue. High hv lead impedance was also noted. The patient had received inappropriate therapy due to noise oversensing. The noise was reproducible with pocket manipulation. High pacing lead impedance was also noted. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.